Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Pseudotumor caused by armd from metal wear due to artificial joints.

Manufacturer narrative:
Reported event: an event regarding altr and wear involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: damage consistent with explanation damage and the time the device stayed implanted. Clinician review: a review with a clinical consultant indicated" confirmation of event: I can confirm that the patient had a primary left total hip arthroplasty since an operation report albeit in japanese was provided with handwritten illustrations. I can also confirm that the patient had revision surgery also because I was able to look at an operation report also in japanese. I can also confirm that the patient had yet another revision also because I was able to look at a japanese written operation report. I cannot interpret details. Root cause analysis: the root cause of these events cannot be determined with certainty. Patient underwent a primary surgery, a revision surgery for osteolysis, a second revision surgery for dislocation and a third revision surgery for pseudotumor. The causes of these issues are multifactorial including surgical technique, the way the implants are positioned and aligned, as well as proper restoration of soft tissue tension in the thigh. Also to be considered is the proper preparation of the head and trunnion prior to and during insertion, patient factors including lifestyle, activity level and bmi, as well as implant factors." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review with a clinical consultant indicated" confirmation of event: I can confirm that the patient had a primary left total hip arthroplasty since an operation report albeit in japanese was provided with handwritten illustrations. I can also confirm that the patient had revision surgery also because I was able to look at an operation report also in japanese. I can also confirm that the patient had yet another revision also because I was able to look at a japanese written operation report. I cannot interpret details. Root cause analysis: the root cause of these events cannot be determined with certainty. Patient underwent a primary surgery, a revision surgery for osteolysis, a second revision surgery for dislocation and a third revision surgery for pseudotumor. The causes of these issues are multifactorial including surgical technique, the way the implants are positioned and aligned, as well as proper restoration of soft tissue tension in the thigh. Also to be considered is the proper preparation of the head and trunnion prior to and during insertion, patient factors including lifestyle, activity level and bmi, as well as implant factors." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Pseudotumor caused by armd from metal wear due to artificial joints.